Manufacturer narrative:
Correction to d3 manufacturing entity. The reported event could not be confirmed, since the device was not returned and from the available radiographs. A device inspection was not possible since the affected device was not returned and no other evidence was provided for investigation. From the available radiographs, a formal medical opinion was sought: "with the available information, there is no way to determine the reason for the breakage of the instrument. [...]" [Original statements] a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported: "when trying to knock out a t2 femur nail, the knockout thread in the nail broke off. Removal of the nail was no longer possible. The customer is currently looking for alternative ways to remove the nail in a next step."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device disposition unknown.

Event description:
It was reported: "when trying to knock out a t2 femur nail, the knockout thread in the nail broke off. Removal of the nail was no longer possible. The customer is currently looking for alternative ways to remove the nail in a next step."